Event description:
It was reported that during preparation for a stenting treatment procedure the package of the device was already open. When the physician went to open the package of the 2.75x38mm taxus liberte long stent, the outer foil pouch and inner pouch were already open. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is okay.

Event description:
Customer's fiance reportedly received the following results on the advantage system within 3 minutes: hi (greater than 600 mg/dl) and 124 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.